Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device and right ventricular (rv) lead exhibited an out-of-range (oor) shock lead impedances of zero ohms. The patient was in the intensive care unit for an unrelated procedure when this value was noted. Boston scientific technical services (ts) was consulted and suggested to check the patient again when they left the hospital. Attempts to gain additional information have been unsuccessful. To date, no adverse patient effects have been reported.